Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that ams inflatable penile prosthesis device was removed and replaced due to "cylinder not filling completely." A new 18cmx12mm device was implanted. It was later reported that this patient had no complications post-op. No patient complications were reported in relation to this event.